Event description:
Report rec'd of an infusion set with a clave port that was stuck down and the inability to infuse fluids to gravity. A pt was having an outpatient procedure done that required conscious sedation. Primary tubing was connected to an extension set. Versed was easily pushed with a 10cc needleless syringe through the distal clave port on the primary tubing. When the clinician tried to flush the line with fluid from the IV bag, fluid would not infuse. The clinician was able to flush through the distal clave port. Venous placement was verified by the ability to aspirate blood, flush through the clave, and the fact that the pt was adequately sedated. The clinician reported that she was not able to use the tubing to infuse fluids from the IV bag. There was no reported leakage through the clave. A small amount bleedback was noted into the extension tubing. Since the pt was adequately sedated, and the distal clave port could still be used to administer medications, the procedure was completed with no further problems. After the procedure was completed, the IV was discontinued, and the pt was discharged home in good condition. Upon closer evaluation of the primary tubing set, the clinician had noted that the silicone port inside the clave had been stuck down. There was no reported adverse pt effect. Add'l info was requested, but not further info was available.